Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h6, h11. Corrected fields: d9. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide cover glass is chipped. The front and rear light guide bundles are bent. The universal cord is scratched. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lg cover glass is chipped, this event is caused by a component failure of the distal end cover glass. The front and rear light guide bundles are bent, this event is caused by a component failure of the lg bundle. The universal cord is scratched, this event is caused by a component failure of the universal cord. The image white spots, this event is caused by a component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had abnormal image. There were no reports of patient harm.